Event description:
It was reported via journal article that the patient developed tamponade after implantation of a 29mm non bsc device, and a left ventricular tear was caused by the amplatz superstiff guide wire. Pericardiocentesis was not sufficient and surgical closure was necessary.

Manufacturer narrative:
Citation: rezq, a. Et al. (2012). Journal of american college of cardiology. Incidence, management, and outcomes of cardiac tamponade during transcatheter aortic valve implantation. Jacc, 5, 1264-1272. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).